Event description:
Further follow-up revealed that device diagnostic testing at the time of initial implant was within normal limits, indicating proper device function at that time.

Event description:
Reporter indicated that vns patient was hospitalized for shortness of breath. Treating neurosurgeon has reportedly been adjusting device settings every two weeks since implant to the point that normal mode outoput current was set to 1.0ma. Treating neurologist reduced normal mode output current setting to 0.5ma because he believed that the patient's symptoms were related to the increased output current and that the surgeon was increasing the output current too rapidly. The patient reportedly did not experience any further shortness of breath after the reduction in device settings.